Manufacturer narrative:
(B)(4). Information regarding patient weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). The sterile lot number was not reported. It was not reported whether the product is available for evaluation and testing and it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant med products due to character limitation: 9f brite tip str (cardinal health) guiding catheter, 4.2f asahi fubuki (asahi-intecc) guiding catheter, asahi chikai 14 (asahi-intecc) guidewire, traxcess 14 (microvention), excelsior sl-10 (stryker) microcatheter, scepter (terumo) balloon catheter. The customer contact information, including first name, phone, fax, and e-mail, was not reported. (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a 3x4x3 left internal carotid-posterior communicating artery aneurysm, the physician selected the 1.5 mm x 2 cm galaxy g3 mini (glm915020/unk lot) as the last coil, but resistance was encountered and the embolic coil failed to detach. There was no report of consequence or impact to the patient. A total of six galaxy g3 mini coils were implanted in the aneurysm. The case was deemed difficult by the user. A 9f brite tip str (cardinal health) guiding catheter, a 4.2f asahi fubuki (asahi-intecc) guiding catheter, an asahi chikai 14 (asahi-intecc) guidewire, a traxcess 14 (microvention), excelsior sl-10 (stryker) microcatheter, and a scepter (terumo) balloon catheter were also used in the case. The balloon was used to deploy the first coil, a 3 mm x 6 cm galaxy g3 mini (glm930060/unk lot). The product availability is unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information received on 30-oct-2018 indicated that this product complaint is a duplicate of (B)(4) (MFR # 3008114965-2018-00760). All further information/updates will be submitted under MFR # 3008114965-2018-00760. No further reports will be forthcoming.